Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, noise occurred, no image was displayed, poor watertightness of cable unit, water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The most probable root cause of the malfunction half of the image on the tower screen appears was due to disconnection in cable unit, noise occurs and no image is displayed. Additionally, due to poor water-tightness of cable unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had appeared only half of the image on the tower screen. There was no report of patient harm.